Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event.all pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received regarding skin irritation while wearing the adc device and experienced skin infection symptoms described as red dots on both arms. As a result, on (B)(6) 2022, the customer was provided "fusidinsäure 20mg/g + betamethasonvalerat 1mg/g creme (fucicort®) 1- 0-1 n3 - 30 g "for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. Shelf life studies and dose audits were performed during product development and on market performance continues to be monitored for this product. All monitoring processes meet adc requirements. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. Sensor (B)(6) was returned and investigated. Visual inspection was performed, and no issues were observed. Visual inspection was performed on the returned adhesive and no issues were observed. No malfunction or product deficiency was identified. This issue is not confirmed. H4 (device mfg date) were updated from 6/21/2022 to 3/29/2022 based on returned product download. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received regarding skin irritation while wearing the adc device and experienced skin infection symptoms described as red dots on both arms. As a result, on 18 jun 2022, the customer was provided "fusidinsäure 20mg/g + betamethasonvalerat 1mg/g creme (fucicort®) 1- 0-1 n3 - 30 g "for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.